Event description:
It was reported during the procedure the subject balloon failed to expand and contrast agent was seen leaking. It was suspected the balloon was ruptured. The physician replaced the device. The procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported during the procedure the subject balloon failed to expand and contrast agent was seen leaking. It was suspected the balloon was ruptured. The physician replaced the device. The procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that ¿the balloon failed to expand, and contrast agent leakage was visible, leading to suspicion of balloon rupture; therefore, it could not be used. The device was replaced with a new one of the same kind, and the procedure was completed successfully¿. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. The anatomy was reported to be average tortuous. The entire system was flushed with a saline-contrast mixture. The contrast agent was diluted 80 percent. After the guidewire was inserted, the entire system was flushed, and saline-contrast mixture was confirmed it flowed. There were no abnormalities such as air, leaks, or poor expansion when the balloon was expanded outside the body. A 1cc syringe was used to inflate the balloon in the body. During use in the body, there was no operation that retracted the guidewire tip into the catheter. The defect was not identified at the time of preparation. It should be noted according to the additional information, an attempt was made to load the guidewire into the balloon prior to purging the balloon of air which is not recommended as per the dfu. It is possible the balloon was not fully purged of air, and this may have contributed to the issues noted during inflation and deflation of the balloon. However, as the device was not returned this could not be confirmed. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported issue of the balloon leaked during use, balloon burst/ruptured during use and balloon failed to inflate.